Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the suture ties on the product cracked allowing the line to migrate out of the patient. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Product code corrected to "vascular unknown" as the returned product from the customer could not be identified. Returned was a 3-lumen catheter marked arrow-howes ag+ sd-chx 7fr x 16cm on the hub. The returned catheter does not match the catheter contained in the product code reported by the customer (ss-14703). In addition, the reported product code ss-14703 does not contain a catheter clamp. The clamp/clamp fastener on the returned catheter was attached between the 13 and 15cm marks. The clamp was torn half way along its length. The clamp fastener exhibited signs of possible chemical attack where the clamp was torn. The outside diameter (od) of the catheter body was measured, but since the product number is unknown, the measurement could not be compared to the specification. Measurements could not be made on the clamp due to the damage. A device history record review could not be performed since the returned catheter could not be identified from the sales history of the customer. Other remarks: the report that the product cracked was confirmed through examination of the returned sample. The catheter clamp was torn half way along its length. The suture wings on the juncture hub and the clamp fastener were not torn. A DHR review could not be performed as the returned catheter did not match the catheter from the reported product (ss-14703) and could not be identified from sales history. Based on the damage to the clamp and the appearance of the clamp fastener, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the suture ties on the product cracked allowing the line to migrate out of the patient. No patient injury or consequence.